Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 529 mg/dl. Customer treated high blood glucose level with manual shot and also bloused and blood glucose level now was 432 mg/dl. Customer stated that the infusion set had detached overnight. Customer had been using insulin pump system within 48 hours of high blood glucose event. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.